Event description:
It was reported that at the beginning of a device interrogation session, the battery voltage was 2.75v; however, by the end of the session, it was 2.69v. Four months later, it was reported the physician was not confident in the reliability of the battery after multiple "inconsistent" battery voltage measurements. 'Possible' premature depletion was also reported. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that at the beginning of a device interrogation session, the battery voltage was 2.75v; however, by the end of the session, it was 2.69v. Four months later, it was reported the physician was not confident in the reliability of the battery after multiple "inconsistent" battery voltage measurements. 'Possible' premature depletion was also reported. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis revealed a battery reading of 2.74 volts. Functional testing battery voltage measured of 2.62 volts. Longevity testing at implant parameters revealed the device had not met its 99.9% expected longevity. The premature battery depletion was the result of high internal battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.